Event description:
It was reported that the home patient (hp) noticed the patient line on the cassette was missing a blue cap (pull ring cap). The patient's nurse told them to start over with new supplies. There was no report of adverse event, patient injury, or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.